Event description:
A caller reported a malfunction with the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.